Event description:
It was reported that the ventilator failed pressure transducer test, internal leakage test, flow transducer test and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Review of received information: on-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the air gas module was found defective and its replacement will solved the issue.